Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and a cause for the unintended movement associated with the sleeve steering issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Thi is filed to report a sleeve steering issue. It was reported that mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 3. The transseptal puncture resulted in an aorta hugger requiring use of the knob on the steerable guide catheter (sgc). To gain height, the ap-knob on the clip delivery system (cds) was applied in the anterior direction, but the clip moved posterior. The blue alignment markers were confirmed to be correct. The clip was able to be implanted, reducing mr to grade 1-2. There was no clinically significant delay. No additional information was provided.